Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace insert for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment of the harmonic ace insert broke off and fell inside the patient. The broken fragment was retrieved. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hepatic lumpectomy procedure, a piece of the harmonic ace insert broke off and fell inside the patient¿s abdomen. The fragment was retrieved and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter: the insert was not inspected before use but the instrument was used several times before the breakage occurred for coagulation. The procedure was completed using other scissors. The extra time did not trigger administration of additional anesthesia.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. The instrument was found to have a blade broken. The blade broke at roughly 0.424¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.